Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: daughter called on behalf of her mother. Stated, needles keep breaking when in use. She could not tell me which end of the pen needle is breaking because she was not with the consumer. I will be sendingan email for the daugher to answer question after speaking with the consumer. Lot: unknown. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: daughter called on behalf of her mother. Stated, needles keep breaking when in use. She could not tell me which end of the pen needle is breaking because she was not with the consumer. I will be sending an email for the daughter to answer question after speaking with the consumer.